Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of a sample broken in the base of the distal rib was performed. The sharp edge of the rib can damage the tubing if the tubing is pulled under some angle and can cause breakage. The sample met specification.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a drain was used. Prior to using on the patient, while holding part of the trocar and removing the cover, the drain broke. There was no adverse consequence to the patient.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.